Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead had an increase in pace/sense impedances, oversensing, and episodes with noise. Lead fracture is suspected. It was also noted that it could possibly be a connection or header issue. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determine if this device performed as described in the field action. Products: (B)(4) ICD implanted: 2013 (B)(6); 383059 lead implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance trend on the rv (right ventricular) pacing lead was rising. It was noted that on (B)(4) 2014: on (B)(4) 2014: lead integrity alert triggered due to nst (non-sustained tachycardia) episodes and sic (short interval counts) of 190, the lead impedance increased from 380 to 912 and lead noise was noted on egm (electrogram).